Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator system experienced therapy being off and was unable to turn therapy on, with a ¿not found communicator¿ message displayed in the mystim application. The patient also reported being unable to charge the implant for about a week, with the implant battery at 0%, and reported intermittent pain at the battery site for about a week that was not affected by whether therapy was on or off. During troubleshooting, the patient accessed the recharger application and viewed the battery screen, confirmed therapy status, and confirmed the implantable neurostimulator was recharging (reported at 30¿40%) with excellent connection. The patient reported error 338 in the recharger application, which was resolved by closing the application and retrying. The patient was instructed to reset the communicator and handset, after which the patient successfully connected in the mystim application, confirmed being in group ¿d,¿ and turned therapy back on. The patient planned to continue monitoring and indicated an upcoming appointment with a healthcare provider.